Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had noticed a skin reaction with intense redness, a raised rash, bumps, blisters, open sores, cysts, and itching sensations in the area. Prior to sensor insertion barrier product (smith and nephew IV prep) was applied. The patient consulted a physician who prescribed oral antibiotics (cephalexin 500 mg) for the open sores and cysts. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.